Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. On (B)(6) because the nurse tried to pull out the sleeve while the catheter was caught in the sleeve and at the same time the patient also retracted his arm to pull out the sleeve, the catheter broke. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break is confirmed. One 5 fr dual lumen groshong nxt catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A break was observed in the catheter approximately 6.6 cm distal to the molded joint. Tensile weakness was observed in the catheter tubing surrounding the break site, around the 49 cm depth marker to the 56 cm depth marker. A microscopic observation revealed the break surfaces matched and were somewhat flat but uneven and granular in texture. The features of the break surfaces as well as the observed tensile weakness in the returned catheter suggest the catheter broke due to excessive tensile (pulling) force during use. The product IFU states: ¿to minimize the risk of catheter breakage and embolization, the suture wing and ¿y¿ adapter must be secured in place.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. On (B)(6) because the nurse tried to pull out the sleeve while the catheter was caught in the sleeve and at the same time the patient also retracted his arm to pull out the sleeve, the catheter broke. There was no reported patient injury.